Event description:
Ous MDR - after an implantation period of approximately 31 months it was reported via homemonitoring that the ICD indicated eri. An event date was not provided. No adverse patient events have been reported. Should additional information become available this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore only based on the returned data. The inspection of the returned data confirmed the battery status eri, detected on (B)(6) 2017. The data further showed a documented battery voltage of 2.5 volts, representing a depleted battery. Based on the available data no conclusion can be drawn towards the root cause of the clinical observation. However, should additional relevant information or the device itself become available, this investigation will be updated.